Manufacturer narrative:
(B)(4). Manufacturing date -- 12/20/2015 -- 2/27/2015. The device was returned and an evaluation is complete. Visual inspection verified the absence of a sponge. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap sponge was missing. This was found before use. There was no patient injury or medical intervention associated with this event. No additional information is available.